Event description:
It was reported the customer received a motor error alarm during a basal and bolus. Customer's blood glucose was 500 mg/dl. The customer could not recall any significant events leading to the alarm. The customer also reported the insulin pump was not dropped or bumped. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).